Manufacturer narrative:
Additional information was received from the customer on 4/21/2016 reporting that the pump turned on and was function as expected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was low and the pump shut down. The customer attempted to charge the pump overnight however this was unsuccessful. There was no impact to the customer's blood glucose level as the customer was able to switch to manual injections shortly after the pump shut down. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.